Manufacturer narrative:
Trend analysis: n/a as no reference number was available. For the durom cup a trend has already been identified in cp00000620. Device history records (DHR): the DHR check could not be performed as the lot number was not available. - event summary: patient had durom cup - femoral component, implanted on (B)(6) 2009 and is being monitored due to pain, metallosis and bone fracture. We assume that with fracture neck of femur also the pin of the femoral component failed. Review of received data: - an undated x-ray was received. In the x-ray it can be seen that the patient has a resurfacing implant and a cup. No breakage of the implants or bone can be observed. From the received x-ray it seems that the cup is implanted with a low angulation 25-30° and with high version. However, the received picture of the x-ray is only a partial x-ray with unknown projection angle and consequently do not allow any clear statement. Devices analysis: no product was returned to zimmer biomet for in-depth analysis: root cause analysis: patient had durom cup - femoral component, implanted on (B)(6) 2009 and is being monitored due to pain, metallosis and femoral neck fracture. It is unknown if the femoral fracture refers to bone fracture or femoral component fracture. One x-ray was received. The x-ray is undated and no breakage of the implants can be observed. Therefore, it cannot be confirmed that the femoral component failed. With regards to the reported metal induced changes in the acetabulum and metallosis no further investigation required as this issue is known and addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. In conclusion, due to significant lack of information, it remains unknown if the femoral component failed and the reported pain and metallosis cannot be confirmed. Therefore, it is impossible to perform a meaningful analysis of the reported event and determine an exact root cause. Zimmer's reference number of this file is cmp-(B)(4).

Manufacturer narrative:
The manufacturer did receive x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation for this issue. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on the left side in 2009 (as the exact date of implantation is unknown, the last day, (B)(6) 2009, was taken as implantation date). Currently the patient is being monitored due to pain, metallosis and bone fracture. (We assume that with the fractured neck of the femur also the pin of the femoral component failed. Femoral component is treated in MFR report number 0009613350-2016-01379).